Event description:
Baxter (B)(4) received a report that leakage occurred on the tubing while changing the bag by cleanflash. There was no patient injury or medical intervention. The actual sample is available for evaluation. There are 2 samples. Both of the samples have a crack on them. One has leakage, but the other did not.

Manufacturer narrative:
(B)(4). No other information is available at this time. If the sample and evaluation results become available, a follow up report will be submitted.